Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, scratched display window, cracked belt clip slot and cracked case near display window corners noted during visual inspection. The insulin pump had cracked and bleeding lcd glass noted during testing. Analysis was unable to test for blank display due to lcd damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the screen was blank. The customer's blood glucose was 123 mg/dl at the time of incident. The customer was advised to stabilize at room temperature. The customer stated that the black screen did not disappear. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.